Event description:
According to the literature, a retrospective case study including three individuals who underwent mediastinoscopy-assisted transhiatal esophagectomy for mid to distal esophageal squamous cell carcinoma between november 2021 and april 2022 was completed. A reload purple stapler was used to create the gastric conduit. Esophago-gastric anastomosis was completed using the reload purple stapler or was hand sewn with an unknown suture. Barbed suture was used for hiatal closure around the conduit. Potential device related complications occurred in one patient. Possible barbed suture complications include hiatal hernia with partial intestinal obstruction requiring computed tomography scan and an additional surgery.

Manufacturer narrative:
D10 concomitant product: unknown ligasur, unknown ligasure instrument, (lot#unknown); unknown egia su, unknown endo gia sulu (lot#unknown); mediastinoscopic-assisted transhiatalesophagectomy (mathe) in patients with significant respiratory co-morbidities ¿ case series and review of literature / eugene kwong fei leong / current problems in surgery 63 (2025) 101649 / https://doi.org/10.1016/j.cpsurg.2024.101649 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.